Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the entire outpatient cardiology consulting department loses signal to the central station when entering room. It is unclear whether there was any patient involvement. No adverse event involving patient or user was reported.